Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the electrode that sits on the front right side. The patient's daughter described the irritation as "a blister having popped" and as a "friction burn with skin broken open, not bleeding". The patient's cardiologist advised the patient to keep the device off for part of the day to let the skin breathe. A distributor patient services representative visited the patient and reported that the rash and blister were healed and that the skin had some discoloration.